Event description:
The purpose of the surgery was a regular craniotomy. During the end of the opening of the "flap" the surgeon recognized an increased bleeding. The foot of the af02 was broken off the attachment and lost somewhere, probably under the dura. The surgery was stopped. A new operation was done a few days later and the "foot" was removed. The patient's dura was damaged. It was reported on follow-up that the dissecting tool was not properly locked into place prior to use.

Manufacturer narrative:
Findings: the report was confirmed by evaluation. The foot of the attachment coupled to this motor was broken off and appeared to be cut by tool contact. The length of the returned tool was measured and found to be within specification. The length of the footed portion of the attachment was also measured and found to be within specification. When the system was assembled, it was noted that the tool would not fully insert into the motor collet, and there was no tactile or audible click on insertion. The dissecting tool extended into the footed portion of the attachment when in the fully locked position. Evaluation of the returned motor revealed that there was a ball from a bearing wedged in the collet against the lockout pin that was preventing the tool from seating in the correct location. The returned attachment bearings were found to be intact and in good condition. The source of the ball could not be identified through evaluation. An investigation has been initiated to further analyze the root cause for the reported failure. This is the motor associated to the event reported on medwatch# 1625507-2007-00004. The legend user manual includes specific warnings that are intended to prevent this failure. Prior to outlining the steps for installation of the tool and footed attachment, there is a warning, "do not use a legend attachment if any part of the attachment appears to be bent, loose, missing or damaged." The installation instructions also indicate that a "tactile and audible click is observed indicating that the dissecting tool is fully seated". It was reported on follow up that the dissecting tool was not properly locked into place prior to use.